Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately calcified coronary artery. A 3.50 mm x 8 mm nc emerge® balloon catheter was advanced for pre-dilatation; however, upon inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.